Manufacturer narrative:
E1: patient city: (B)(6).patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an event where tape did not stick on (B)(6) 2026. No further information available.